Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: one photo was received by our quality team for evaluation. The photo indicates where the leak is on the product. However, the product pictured does not belong to the venflon pro safety. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Bd understands the importance of our products to your clinical practice, and we strive to provide the highest quality devices on the market. We continuously seek to improve and value feedback from our customers. Though the incident could not be confirmed based on this complaint, bd is investigating the leakage complaint and is in the process of implementing the appropriate corrective actions in order to improve the customer and patient experience. This event has been added to our complaint database. Our team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: 1 photo was returned for investigation. The photo shows the nurse indicated where the leak from the product. However, the product from the photo returned does not belong to venflon pro safety (bd tuas). Unable to confirm the customer experience based on photo returned. End user risk assessment as per (B)(4) document, (B)(4), severity is severe (s4). Based on 12 months complaint trending, occurence: (total complaints in 12 months / 12 months sales volume) x 1,000,000. (138 / 85,184,975 ) x 1,000,000. 1.62 ipm which is remote (o2). The risk is acceptable per (B)(4). Root cause description: 1 photo was returned for investigation. The photo shows the nurse indicated where the leak from the product. However, the product from the photo returned does not belong to venflon pro safety (bd tuas). As no sample was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. Complaint will be reopened when sample is returned. Rationale: the root cause cannot be determined. Complaint trend would be monitored.

Event description:
It was reported that an unspecified number of bd venflon¿ pro safety shielded IV catheters experienced leakage during use. The following information was provided by the initial reporter: at emergency, a blue venflon pro safety ref (B)(4) was punctured on a child, in the elbow fold and without splints. Less than 48 hours later, a leak was detected where the catheter tube connects to the outer part of the catheter. The catheter was not tracked so we cannot deliver it to bd. This occurred (apparently - by hearsay) and would usually be with: blue venflon pricked on emergency. In elbow. Not splinted. A nurse suggested measuring this for a while, to check if there is indeed a leak, or whether it is always the same ¿configuration¿. Additional information received from the customer: could you provide the lot number? I cannot provide you the correct lot number with certainty: the catheter was placed on rush, the notification came 2 days later from paediatrics. Current lot used is: 0108182. Has the defect caused serious injury? No. A new catheter was inserted. -was there any medical intervention as a result of this incident? Yes, a new catheter was inserted. The paediatric patient was punctured under treatment with kalinox, due to the severe fear of injection. Did the treatment plan have to be modified as a result of this incident? No. Other actions that needed to be taken? No. Was anyone exposed to the blood/liquid leaking? If so, was there any contact with mucous membranes (such as eyes, mouth or wounds)? Skin of the patient: antibiotics and fluid, no. Mucous membranes. Nurse worked with glove, no. Contact with mucous membranes.